Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer requested a repair, stating that the frame had broken. The patient was in bed at the time of the event, and no injury was reported. In a follow-up conversation, the customer additionally stated that the backrest had reportedly collapsed. During inspection, the arjo technician confirmed damage to the backrest hinges: one hinge was found cracked, and the other showed a broken rivet.

Manufacturer narrative:
The hinges are located at the left and right side of the bed and allow regulation of the angle of the backrest and knee section. The circumstances under which the event occurred could not be established. A review of post-market surveillance data and previous complaints indicated that hinge breakage may occur when excessive force is applied to the backrest section. Considering that the hinges had been replaced in 2023, one possible scenario is that the backrest may have been raised or lowered while obstructed by surrounding equipment or environmental features (e.g., windowsill, furniture). However, due to the lack of information regarding the actual conditions at the time of the event, this hypothesis could not be confirmed. The instructions for use for enterprise 5000x (IFU 746-577) state: ¿when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement.¿ in summary, the device did not meet its performance specifications due to damage to the backrest hinge assembly. The bed was in use with a patient at the time of the event. This complaint is considered reportable due to the allegation of hinge failure during use with a patient, which led to the collapse of the backrest section. No injury was reported. The device is distributed outside the us and no gudid information exists.